Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: medical product: ti-dble lead cort 5.0x50mm scr, catalog#: 14-405050, lot# 196780.

Event description:
During a procedure, the instrument tip fractured off into the screw. The screw was removed from the patient and another instrument and screw were used to complete the procedure. No pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned the end of the inserter connector is fractured and the fractured end piece was still captured in the cortical screw that was also received with the complaint sample. Scuffs and epoxy damage were presented on the inserter connector indicating previous effective use and cleaning cycles. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to wear and tear from use, however a corrective and preventive action (CAPA) has been opened to further investigate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.